Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 37761, serial/lot #: (B)(6), ubd: 01-jan-2053, UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device.  The reason for call was that they went to charge the ins today and nothing showed up on the recharger (insr) or pt programmer (screens were blank). Pt said that they changed the batteries in the pt programmer, but that didn't work. Agent had the pt put brand new batteries in the pt programmer and the pt programmer powered on. Agent had the pt press the green start charge button on the insr, however the screen did not come on even with the dtc connected. Pt confirmed seeing that the dtc green light was on. Agent had the pt unplug the dtc from the insr and inspect the dtc connector pin. Pt said that the dtc connector pin was bent. The issue was not resolved. Agent sent a request to the repair department to replace the dtc. No symptoms were reported.

Manufacturer narrative:
H3: product ID 37761. Lot# serial# (B)(6). Implanted: explanted: product type recharger was returned and the analysis report shows that there is frayed cord medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.